Event description:
Additional information received reported that the patient still had concerns with their device or therapy but was receiving help. An appointment for replacement was scheduled for (B)(6)-2015.

Event description:
It was reported that the patient was concerned that the implant was not working as it should anymore since (B)(6) 2015. When she bent over or moved a certain way, she felt a strong-sharp-electronic current, which sometimes went down her leg, back, arm, or stomach. Then out of the blue she would not feel anything at all, referring to stimulation. The patient had also been struggling with recurrent urinary tract infections (uti) and issues with urinary retention since (B)(6) 2014. She had a prophylactic antibiotic and had the stimulation set at her highest possible level, which was 6.35; she could not go any higher than that. It was unclear if this was due to voltage restrictions from the healthcare provider (hcp) or due to overstimulation. She believed that it might be time for her to have the implant replaced. However, the patient programmer still communicated with the implant and was not showing a dead battery. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v003391, implanted: (B)(6) 2006, product type: lead. (B)(4).